Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the right ventricular (rv) lead stuck and unable to be removed from the pacemaker header. The rv lead was retained back in the pacemaker and the pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: the correct event description in b5 should have been 'it was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the right ventricular (rv) lead stuck and unable to be removed from the pacemaker header. The rv lead and the pacemaker were retained back in the patient's body. The physician implanted a new pacemaker to the patient during the procedure on (B)(6) 2025. The patient was stable.' Rather than 'it was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the right ventricular (rv) lead stuck and unable to be removed from the pacemaker header. The rv lead was retained back in the pacemaker and the pacemaker was explanted and replaced. The patient was in stable condition.'

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the right ventricular (rv) lead stuck and unable to be removed from the pacemaker header. The rv lead and the pacemaker were retained back in the patient's body. The physician implanted a new pacemaker to the patient during the procedure on (B)(6) 2025. The patient was stable.